Manufacturer narrative:
No button error alarm occurred during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer's blood glucose was unknown. Advised that the customer return her insulin pump for analysis. Nothing further reported.